Event description:
It was reported on (B)(6) 2012, that the physician's dell x5 handheld device was not working properly. The issue has been occurring for several months. The physician has been unable to communicate with patients' devices unless he holds the handheld and serial cable to avoid any movement. A company representative went to the site to perform troubleshooting and verified that the issue was not due to the wand. There were no signs of damage to the handheld. The handheld has been replaced and the handheld in question has been returned to the manufacturer. Product analysis is underway and has not been completed at this time.

Event description:
Analysis of the returned handheld device and associated software was completed and approved on (B)(6) 2012. No anomalies were found with either the handheld device or software and both performed according to functional specifications. The power cable and serial cable were also returned and no issues were found with the performance of either cable.